Manufacturer narrative:
The pacemaker is expected to be returned back from the field to boston scientific for analysis, this event will be updated upon return and completion of analysis.

Event description:
It was reported that the patient with this pacemaker had been lost to follow-up, and upon coming back in for an appointment now, their pacemaker was interrogated and discovered to be operating in safety mode. The battery was suspected to have prematurely depleted during the timeframe the patient was non-complaint with follow-ups. The patient also reported experiencing stimulation due to switch from bipolar to unipolar sensing. Surgical intervention was performed and the pacemaker was explanted and will be returned for analysis. No additional adverse patient effects were reported.